Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The suspected cause was due to the customer¿s personal profile requiring adjustments. The customer received third party assistance from an ambulance, who provided 3 bags of sugar water intravenous (IV) treatment to address bg. The customer spoke to their healthcare provider (hcp) and updated their settings to address the event. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted h3 other text: device not returned.